Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motor communication error and watchdog timeout. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 250mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were unable to complete pump rewind due to the alarm. The customer stated that the motor communication error alarm was received but they were able to clear it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the high blood glucose reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the displacement test. Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart alarm error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. The motor was tested outside of the device and passed. No unexpected alarm anomalies noted. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window and cracked reservoir tube lip.